Manufacturer narrative:
The lot number of the device was not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known.

Event description:
It was reported on (B)(6) 2026 that there was "plastic found in breast" related to a breast biopsy with an atec device. This issue was reported by a physician at a conference, and there were no further details provided about additional medical or surgical interventions that may or may have not been required. Customer outreach was performed, but there is no further information available at this time.